Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that customer states unit shut off with high pitched alarm while on a patient. No patient harm.